Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed power system error detected. Blood glucose value was 184 mg/dl. The customer was assisted about the safety alarm and was instructed to call back if alarm occurred again. The customer called back 15 minutes later and stated that the insulin pump alarmed again. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The power management graph was in specification; however, an unexpected pump error alarm was present in the long trace file due to an intermittent non-sleep anomaly software error. The device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly stained keypad overlay buttons.